Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer has been experiencing low blood glucose over the last couple of months within about an hour after he changes the set. Customer is not connected during prime. The drive support cap is recessed. It was stated that blood glucose would go to the 60 and 70 g/dl range and has gone as low as 56 mg/dl. It was stated that the diabetes educator requested the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during rewind due to loose/protruded drive support disk. The insulin pump was unable to verify alarms due to prime alarms. The insulin pump was unable to test the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.